Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support through a pump reset, which successfully resolved the issue, and the sensor session was started without further errors.